Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that femoral impactor pad chipped upon impaction. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed, as the returned device was found to be fractured. Upon examination scratches and wear of the device were noted. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to wear cause by normal usage if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported that femoral impactor pad chipped upon impaction. Pieces of the fractured device were removed from the patient. No additional patient consequences were reported.